Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as itchiness and redness under her breast. There was no alleged device malfunction. The patient's aid would scratch the irritation for the patient and aloe vesta was applied to the area. The patient was also provided an unknown cream by the hospital for dry skin that the patient reported was unrelated to the irritation. The patient reported the irritation had improved.